Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose of 250mg/dl. Troubleshooting was performed. The customer stated that she changes the infusion set every three to five days. Advised the customer to change the infusion set every two days. Ran a fixed prime test and the customer stated that insulin was leaking at the p-cap of the reservoir. The customer stated that probably the device cracked when she dropped it. Instructed the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.